Manufacturer narrative:
At the direction of the abbott customer service representative, the customer resolved the issue by replacing and calibrating the sample probe on the alinity c processing module (serial number (B)(4). No additional discrepant result issues have been reported. List number 04s51-01 sample probe was determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely elevated sodium and chloride results for a patient while running on the alinity c processing module. The following data was provided: sid (B)(6) sodium: initial: 166 meq/l, repeat results: 141, 141 meq/l, chloride: initial: 122 meq/l, repeat results: 103, 103 meq/l. Normal ranges: sodium: 136-146 meq/l, chloride: 100-112 meq/l . No impact to patient management reported.